Manufacturer narrative:
Event date is estimated. Implant date is unknown. The unique device identifier (UDI) is not provided because the lot number is not provided. The physician name is unknown. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Event description:
It was reported that the patient had a explant for a unknown reason. No other information is available at this time.

Manufacturer narrative:
Device information has been updated.

Manufacturer narrative:
The eon mini ipg was explanted for unknown reasons. There are no allegations against the ipg. As received, the ipg was inoperable due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The ipg was functionally tested and passed all testing.